Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior, opening creases sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. An opening crease sharp on anterior due to fold flaw opening creases are observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare professional reported "any creases".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device was explanted.